Event description:
The customer states that calibratons are failing and when they pass controls are out of specification with the architect c8000 phenobarbital assay lot 42063hw00. The customer noted that this issue is inconsistent in its appearance. There is no impact to patient management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecison. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.